Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for two (2) tests using unknown lot numbers performed on an unknown date. This MFR. Report addresses test one (1) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test kit performed on an unknown date. Repeat testing was performed the subsequent day and generated a negative result. Confirmation testing was performed at a doctor¿s office via an unknown platform and generated a positive result on an unknown date. The consumer stated they were symptomatic. No additional patient information, including treatment and outcome, was provided.